Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated cc due to receipt of product analysis on 2-dec-2019: during use of a 6/7f mynxgrip vascular closure device (vcd), the sealant did not deploy. There was no reported patient injury. The device was used following a diagnostic peripheral procedure in a femoral arterial vessel. The user was trained to the device. The user shuttled down completely. Hemostasis was achieved by manual compression, but the duration was not indicated. The hospitalization was not prolonged. Multiple attempts were made to obtain more information without success. A non-sterile mynxgrip vascular closure device (vcd) 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the advancer tube and procedure sheath were observed to have been separated from the device as received. The sealant was not returned with the device. The condition of the returned device indicates a complete removal of the device. It is unknown if the returned device was manipulated. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. Per functional analysis, the advancer tube was reinserted on to the catheter shaft and found properly engaged to distal tamp lock as intended per the mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1911401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed based on the condition of the returned device. The cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to this failure to deploy event since the device was returned in a condition that suggests a proper complete removal of the device occurred during use and no anomalies were noted with the advancer tube or tamp locks. However, it is unknown if the device was manipulated after use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip IFU. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the sealant did not deploy. Hemostasis was achieved by manual compression, but the duration was not indicated. The device will be returned for analysis and there was no patient injury. The hospitalization was not prolonged. The user was trained to the device. The device was used following a diagnostic peripheral procedure in a femoral arterial vessel. The user shuttled down completely. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The product history record (phr) review of lot f1911401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was indicated that this device is available for analysis but it has not yet been received to date. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the sealant did not deploy. Hemostasis was achieved by manual compression, but the duration was not indicated. The device will be returned for analysis and there was no patient injury. The hospitalization was not prolonged. The user was trained to the device. The device was used following a diagnostic peripheral procedure in a femoral arterial vessel. The user shuttled down completely.